Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2010 resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6) 2010. The implanted date is estimated to be (B)(6) 2010.

Manufacturer narrative:
(B)(4)